Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead exhibited noise due to fracture. Patient was pacemaker dependent. Pace/sense portion of the lead was capped and replaced with an older competitor pacing lead. Fracture was noted. The defib portion of the lead remains active. Few days later oversensing was still observed. Programming change were made and no oversensing seen after reprogramming.

Event description:
Additional information received indicated that the lead was explanted due to noise signals.

Event description:
Additional information received indicated that the procedure was completed without any adverse consequences to the patient.